Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced as the system application was not booting. A system checkout was performed after replacing computer. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system was stuck in system initialization please wait and would not fully boot. There was no patient present at the time of the issue.

Manufacturer narrative:
Analysis of suspect ias (image acquisition computer) confirmed reported problem "system will not boot up." At power up, the ias computer did not load the o-arm application. Sql and registry errors were returned by the computer. Performed virus scan and formatted computer. Installed ias computer in testing o-arm system and reinstalled o-arm software and imagers file. The system reliably booted os, application, and to ready following format and software install. Communication, ready 2d and 3d imaging were successful. Corrupted o-arm application resolved by format and software reinstall.